Event description:
Reference number (B)(4). Event occurred in uruguay. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. High blood glucose (400 mg/dl) was addressed by changing infusion set. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6). Patient country : uruguay.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-07923), was submitted on 07 may 2025. However, based on the investigation done on 13 jan 2026. Now, this case has been determined to be non-reportable because is was found that no allegation were there related to infusion set. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.